Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 13-sep-2017 and is past the one (1) manufacturer warranty period. Since the device was not returned to verathon for evaluation, the cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.